Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the flap was sticky making it hard to lift during a lasik procedure. The flap measured thick at the one day post-operative visit. Additional information was requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information is provided in h.3., h.6. And h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Logfiles show that the energy values have been changed on this day, but the energy settings are within specification. The user operated surgery for the right eye within the recommended energy settings. All technical relevant values are in range for the performed treatments. No relevant deviation between planned and performed energy is detectable, and treatment for the right eye was finished successfully without any issue. Flap setting was thinner than recommended. No technical root cause could be identified. No clinical reason could be found in the given data for the flap thickness variation, as customer reported the resulting flap was thicker than planned. No technical root cause was identified as the product was found to be within specifications. The root cause for the reported ¿sticky¿ and thick flap could not be determined conclusively. There is no indication for a product problem which (might have) caused or contributed the reported event. The manufacturer internal reference number is: (B)(4).